Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-may-2008, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 1.3 mg/day) and bupivacaine (7.5 mg/ml at 0.51 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and stenosis. It was reported that during a routine replacement of the patient's pump a cracked pump connector was discovered on the catheter. It was cracked at the point where it was sutured to the pump. Upon opening the pump pocket there was fluid buildup thought to be drug that leaked from the crack in the catheter. The pump segment of the catheter was replaced with a 8578. The dose was decreased by 75% and the hcp was planning on seeing the patient on (B)(6) 2019 to evaluate and begin titrating the dose. No patient symptoms were reported. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found an anomaly of the pump connector. If information is provided in the future, a supplemental report will be issued.